Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen, which is off label usage of the device. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2024, the patient developed a quarter size pustule at the needle puncture site and the inflammation spread beyond the patch perimeter. On (B)(6) 2024, the patient went to the emergency room (ER) and was prescribed an unspecified oral antibiotic medication, twice per day for seven days. At the time of report the patient stated she had a big open wound on her abdomen, and she planned to go to a wound care clinic for treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).